Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered nine shocks. It was noted that rhythm was atrial driven. Moreover, there was a therapy exhaustion noted. Boston scientific technical services (ts) reviewed and noted atrial arrhythmia episodes in presenting electrogram (egm) and verified anti-tachycardia pacing (atp) and shocks were delivered. The rate accelerated and rhythm was then converted. Additional information received indicating that patient medications were changed. This ICD remains in service. No adverse patient effects were reported.